Event description:
A physician reported a codman perforator (ID 261221) disassembled when pulling it from cranium after making the third burr hole. The procedure was completed with a replacement product available. All the parts were recovered. Total number of burr hole made by the product is 3 and the drill used is anspach/ tokibo (rpm: 80,000). No patient injury reported and the event led to a not significant surgical delay. According to information provided, it is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The codman perforator (ID 261221) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is may have been related to the user's technique during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - unit received has visual inspection with unaided eye performed on (B)(6) 2025. The tested unit was mildly soiled and arrived disassembled. There was also the presence of a ¿proud¿ weld on the sleeve that was felt over the label. Spring test attempted after rewelding a new sleeve. The unit successfully passed the spring test and functioned as designed. The drill test was performed and unit successfully drilled 5 holes. The perforator functioned as designed. Root cause analysis - the returned unit was found to have a proud weld upon visual inspection. Per risk documentation review, poor or inadequate welding can lead to disassembly of perforators. Root cause is likely a proud weld. This issue is being investigated under a corrective and preventative action (CAPA)